Manufacturer narrative:
(B)(4). Concomitant therapies: treated with "antidepressant inhibitor of serotonin reuptake, anxiolytics and psychotherapy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "strong breast pain", "recall concern", "capsular contracture baker grade IV", "severe anxiety and fear", "acquired panic syndrome", "irregular contours", "radial folds", and "small amount of liquid."

Event description:
Patient representative reported right side "breast pain", "capsular contracture (grade IV)," "small amount of liquid," "recall concern", "severe anxiety and fear," "irregular contours," and "radial folds". Patient representative additionally reported "depression," "hair loss," "acquired panic syndrome," "fatigue," "arthralgia," and "myalgia" not related to the device. Device has been explanted.